Event description:
There was an allegation of questionable results from coaguchek xs plus meters, serial numbers (B)(4) (meter a) and (B)(4) (meter b), compared to a laboratory result using a neoplastine reagent on a stago laboratory instrument. The result with meter a was 4.1 inr. The laboratory result was 3.1 inr. The result with meter b was 4.1 inr. It is unknown if different fingers were used to obtain the meter results. The results were taken within 4 hours of each other. The patient's warfarin dose was not changed based on the results. On (B)(6) 2022, the result with meter a was 3.8 inr. The laboratory result was 2.8 inr. The results were taken within 4 hours of each other. It is unknown if the patient's warfarin dose was changed based on the results. Meter b is a backup meter. The patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The product was requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The reporter's meter with serial number (B)(6) (meter a) and test strips was returned for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr qc 2: 2.8 inr qc 3: 2.9 inr the reporter's meter uq00123258 (meter b) and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The patient was unsure if the same finger was used to obtain the alleged results on (B)(6)2022. Product labeling states: "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.